Event description:
Patient mentioned they had an abbott spinal cord stimulator malfunction and it burned him and overstimulate him and he was rush to the emergency room; it was a nightmare. Patient stated his surgeon implanted the infusion system in the same spot where the abbott stimulator burned him and all his tissue was damaged. It is irritating, but he is going to have to live with it. He doesn't want to be cut open on that side anymore because they have been cut open too many times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).